Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that drawer 4.1 experienced a read/write error. A field service engineer removed the ghost cubbies to resolve the issue. The system functioned as intended after the field service engineer troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary drawer 4.1 displayed a read/write error, which hindered users from retrieving medications for a patient. The customer tried multiple times to reboot the system, but these efforts were unsuccessful. Additionally, there were cubies with medications that were not detected in the drawer. This incident resulted in a delay to patient care. There were no adverse events or injuries reported based on this event.